Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted customer with resetting pump, confirmed that malfunction did not recur, and advised customer to continue using pump and to call back if any malfunction code appeared again.